Event description:
It was reported on (B) (6) 2008 that upon monitoring the patient's programming data and measurements, it was discovered that the left ear had a s/c on channels 6 and 8 at initial stimulation. Channels 6 and 8 were turned off during the programming. The s/c was present at both the 3 month testing and 6 month testing. During the 12 month testing the s/c was no longer present, but a hi is present on channel 6. Information received on (B) (6) 2009 states that the patient has currently 6 electrode channels showing hi impedances.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.